Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the device was removed. Nevro attempted to obtain additional information regarding the device removal but was unsuccessful. There were no reports of device-related issues from the patient prior to the event.